Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead, noise was observed on the rate/sense channel of the lead prior to induction testing and during pocket closure. Sensitivity programming changes were made. Additionally, occasional undersensing of ventricular fibrillation (vf) was observed during induction testing. Subsequently, the device was removed from the pocket and the lead was manipulated. No noise was observed with lead manipulation and the device was again placed in the pocket. Noise was observed again with the device in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
This device was attempted, but not implanted. Another device was successfully implanted and no noise was observed. Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the rv tip seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in noise and oversensing.